Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after the helix had been extended and retracted once and the lead was repositioned, the helix would not extend again. The lead was not used and was replaced. No patient complications have been reported as a result of this event.